Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (component code). Full event site name:(B)(6).

Event description:
N/a.

Manufacturer narrative:
Another contact number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) had battery not charging issue while device was in use. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields:b4,e3,g3,g6,h2,h6(type of investigation, investigation findings,component code,conclusion),h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they were able to replicate the issue. There was erratic battery charging, and to fix the issue the power slot interface board was replaced. The batteries were also replaced as a precaution. Once repairs were complete, the issue could not be duplicated. Device passed the performance and safety checks according to factory specifications.